Event description:
The pump was returned to animas. Product analysis evaluated the pump and found that the force sensor was out of calibration. This report is made based on the results of evaluation.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 01/07/2014 with the following findings: during evaluation the force sensor was found to be out of calibration. The pump rewind, load, and prime steps were performed successfully with no alarms or other issues. The pump was exercised for 24 hours without any occlusion alarms occurring. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).